Event description:
It was reported that a pump displayed air in line alarms. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Although the air in line alarm could not be reproduced, there are other factors that can contribute to the customer's complaint. The temperature of the fluid being administered, the ambient room temperature, length of time the tubing has been in use, out gassing or micro bubbles forming in the solution. The root cause appears to be the spacing between the upstream pusher and the upstream sensor crystals being too wide. This causes the upstream sensor signal to be reduced; by adjusting the pusher to make this spacing tighter the sensor has less signal loss.